Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 112 mg/dl at the time of the incident. Customer stated that she was on a bike ride when the alarm came up. Customer stated that she took the battery out for 48 hours and the buttons are still unresponsive. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer stated that she is upgrading the pump and wants to accept the loaner pump until she is able to get her new pump.